Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event, of the system monitor displaying an ram system error (fault message), was not observed or duplicated. The returned system monitor was checked by technical service. The reported ram system error fault message did not occur. The system monitor operated properly. The system monitor was tested and returned to the customer. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on (B)(6) 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The system monitor was built in (B)(6) 2018. The packaged system monitor was placed into inventory on (B)(6) 2018. The unit was shipped to the customer on (B)(6) 2018. There were no previous services. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (setting up the system monitor for use with the power module). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor produced a ram error message.